Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold and a gradual increase in pacing lead impedance were observed. Programming changes were made.